Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician inadvertently advanced the second introducing wire into the vasculature. In an attempt to retrieve it, the cephalic vein was damaged which resulted in a significant bleed. The bleeding was successfully controlled by pressure. After the right ventricular (rv) lead had been successfully placed, the patient's condition quickly deteriorated. The patient's intrinsic heart rate stopped, rendering them pacemaker dependent. As a result, the patient's rate was increased to 100bpm. Despite this increased rate, no pulse could be felt. CPR was performed for approximately 20 minutes before the patient's condition was stabilized. A vascular team was called in to repair the damage to the cephalic vein and during this process rv intermittent loss of capture was noted on the electrocardiogram. The output was increased and threshold testing showed stable threshold measurement of 0.8v. After the wound was closed, intermittent capture was again noted on electrocardiogram. Fluoroscopy confirmed the rv lead had dislodged. A temporary wire was inserted to provide pacing support while the rv lead was repositioned. The lead reposition was difficult as the helix mechanism was slow to respond. This was more then likely a result of the helix being extended/retracted a significant number of times in the original lead positioning. No additional adverse patient effects were reported.